Event description:
Customer reports: the injector arm broke at the last pivot. There was a patient on the scan table, the patient was mostly in the gantry. The patient was not connected to the injector yet. When the technician went to move the injector, the arm broke and fell off. It did not hit the patient or the user or the table or the floor. The cables connected to the console and the powerhead caught before the injector fell to the ground. There was no patient harm. There were no IV bags or bottles hung. They have installed the powerhead on a remote roll stand and are continuing to use the injector.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: suspension arm received by lf 01/24/2007 for evaluation by lf product engineering. It was noted that the arm was broken at the weld on the second section of the articulating arm. This type of break is consistent with the type of break that generated the mcmahon suspension arm recall in 2002. The j-bow is within the range of parts included in the recall. Suspension replaced, injector returned to full service by the customer.